Event description:
It was reported that the right ventricular lead exhibited noise oversensing. The lead was explanted and replaced. Patient was stable.

Manufacturer narrative:
The reported field event of noise was confirmed. Internal insulation abrasion was noted breaching between the lumens of svc cable and inner coil at 31.0 ¿ 31.2 cm from the connector pin. The etfe coating of both svc cables and ptfe liner of the inner coil were found to be abraded in this location. This abrasion caused the failure in the hi-pot test between inner coil and svc cables, and caused the reported field event.